Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to seal the leak and difficult to deploy (wall apposition) cannot be determined. The reported treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)94). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: 0.035 hydrophilic guidewire; transcend floppy tip microwire. Sheath: 8f ; 6fr cook shuttle. Other: 5fr diagnostic catheter; ace 64 reperfusion catheter. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 4.5 x 16 mm graftmaster referenced is being filed under a separate medwatch report number.

Event description:
It was reported that a (B)(6) patient presented with a traumatic head injury that included a fistula of the cavernous left internal carotid artery (lica). The fistula was emergently treated via transvenous coil embolization of the left cavernous sinus resulting in decreased filling of fistula, improved left hemisphere perfusion, and improvement of hemiparesis. However, due to persistent filling of fistula and ongoing significant chemosis, proptosis, and ophthalmoplegia, the patient was referred for treatment of the cavernous lica via placement of graftmaster stents. A 4.5 x 19 mm rx graftmaster covered stent was successfully positioned within the left carotid syphon across the defect in the lica, and deployed at 15 atmospheres (atm). Angiogram showed good stent positioning and significant reduction in flow to the cavernous sinus. A 4.5 x 16 mm rx graftmaster was subsequently deployed at 15 atm overlapping the 1st stent and extending back into the proximal cavernous lica. Angiogram confirmed good positioning of both stents, however, a gap was noted between the stent wall and the carotid artery walls; the stents were not completely apposed to the vessel walls. A 4.0 x 12 mm non-compliant angioplasty balloon was positioned across the overlapping section of the implanted graftmaster stents to perform post-dilatation. Although a gap remained, the flow to the fistula was reduced to about 10% of what was prior to placement of the stents. No additional information was provided.